Manufacturer narrative:
Device evaluation: the cold pixel phenomenon occurred during the case. MDR# 3009970070-2018-00037 was submitted for user error. The malfunctions are not related and occurred at different times during the ablation procedure. MDR # 3009970070-2018-00037 occurred prior to the ablation procedure, and the physician chose to proceed with the case. This MDR number is being referenced as it occurred during the same case as this report.

Event description:
It was reported that during an ablation procedure, cold pixels appeared near (approximately 8 mm) the tip of the probe. The user stopped firing the laser, and the cold pixels returned to normal (approximately 37 degrees celsius) within 1 to 2 acquisitions. When the user resumed firing the laser, the cold pixels reappeared. There were no patient complications reported in relation to this event.